Event description:
Our newly installed nurse call sysem (responder 5) has been causing interference with our infant security system (safe place infant security system) causing multiple false alarms. The nurse call system is emitting noise interference in the 260-370 mgh level. The infant security system was installed many yrs ago and has been reliable, however when the new nurse call system was powered-up, alarms began immediately.